Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer's blood glucose was 212 mg/dl at the time of incident. Troubleshooting was done for blank display and found that a battery change with a recommended battery made the display return. However, the pump alarmed unexpected restart and customer was advised to monitor pump if any further issues persist.